Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem, lot# unknown. Item# unknown, unknown head, lot# unknown. Item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01949, 0001822565-2019-01948, 0001822565-2019-01947.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Patient is being considered for revision for unknown reason. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error.